Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the stylet got twisted inside the tube and would not allow the stylet to be pulled out. Reporter stated that this happened twice: once the stylet just got stuck, the second one twisted inside of the stylet. Reporter stated the product was not reprocessed or re-sterilized prior to use. The event occurred when attempting intubation on an infant in the nursery.